Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. A review of the device history record for strattice lot s10837 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. No strattice devices were returned for evaluation. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
On 16/jan/ 2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿ventral hernia repair¿ surgery and was implanted with strattice device lot s10871-213 and (B)(6) on (B)(6) 2011. The patient underwent an "exploratory laparotomy, lysis of adhesions, small bowel resection with primary anastomosis, and fistula tract excision¿ on (B)(6) 2011. As per the ppf form, the patient claims the implantation and failure of the mesh caused ¿pain, recurrence, adhesions, small bowel resection, fistula tract excision, and intervention surgery.¿ the form lists the conditions that were treated were ¿pain, recurrence, adhesions, small bowel resection, fistula tract excision, and intervention surgery¿ with approximate date of treatment as on (B)(6) 2011. This is the same event and the same patient reported under (B)(6) (emdr-17815). This MDR is being submitted for lot number s10837.